Event description:
It was reported patient underwent a hip arthroplasty approximately ten years ago. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The liner was removed and replaced with another biomet liner.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, manufacture date - unknown.